Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that a patient with a 29mm mitral valve implanted in the tricuspid position for three years, two months, underwent valve-in-valve procedure due to regurgitation. A 29mm valve was implanted inside the failing surgical valve with great result.

Event description:
Edwards received information that a patient with a 29mm mitral valve implanted in the tricuspid position for three years, two months, underwent valve-in-valve procedure due to regurgitation and stenosis. A 29mm valve was implanted inside the failing surgical valve with great result. Post op course was uncomplicated and the patient was discharged home in stable condition on pod #1.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis.